Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for oxygen low flow and nurse call. The device's inlet air path, air path foam, flow path and interface board were replaced to address the issues. The device passed all testing.